Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during the bolus and basal procedure. The most recent blood glucose reading was 250 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.